Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I have had mine removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), chest discomfort ("chest gets like this") and limb discomfort ("hands too sometime"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the chest discomfort and limb discomfort had not resolved. The reporter considered chest discomfort, limb discomfort and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I have had mine removed, chest gets like this and hands too sometime. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("I have had mine removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), chest discomfort ("chest gets like this") and limb discomfort ("hands too sometime"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the chest discomfort and limb discomfort had not resolved. The reporter considered chest discomfort, limb discomfort and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:I have had mine removed,chest gets like this and hands too sometime. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.